Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment on guidewire occurred. Vascular access was obtained via right femoral artery. The 60x5mm, 80% stenosed, concentric, mildly calcified, de novo target lesion was located in left popliteal artery. A rubicon¿ 35 support catheter and a .035" x 260cm non bsc guidewire were selected for use. The rubicon was prepped by soaking in saline for an extended time. During use, it was noted that after approximately 1 minute, the guidewire was stuck inside the rubicon catheter with about 4cm-5cm of the guidewire extending from the distal tip of the catheter. The physician was not able to push or pull the guidewire at all. Hence, both the guidewire and the rubicon catheter were removed from the patient's body. The procedure was completed using another rubicon&#10291;5 support catheter and a new guidewire. No patient complications were reported and the patient's status is stable.